Manufacturer narrative:
No product was returned for investigation. The cause of the bleeding was determined to be patient condition because of the poor native vasculature and unable to use perclose. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced oozing at the insertion site. Manual pressure was held and a femstop was placed to obtain hemostasis. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.